Event description:
It was reported, the pt is experiencing a burning/itching pain in and around her scs lead site. The pt feels the burning sensation when her scs system is on and when it is off. A sjm representative was unable to resolve the issue with reprogramming. An x-ray was ordered to assess the scs lead. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.